Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a right total hip arthroplasty procedure due to degenerative arthritis. The patient underwent a revision procedure due to pain and elevated metal ions. There was a small effusion around the hip. During the procedure, small amount of trunnionosis was observed around the trunnion. The head and liner were removed and new zimmer biomet products were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless concomitant medical products: item #:00801803201 femoral head sterile product do not resterilize 12/14 taper lot #:61483531, item# 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot# 61493834, item# 00620204820 shell porous with multi holes 48 mm lot# 60719681, item# 00631004832 liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00366.

Event description:
It was reported that the patient required revision due metallosis poisoning, pain, high cobalt/ chromium levels. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was revised approximately eight years post implantation due to pain and elevated metal ions. During the revision, trunnionosis was noted without surrounding tissue damage. Small amounts of trunnionosis with some black material was present around the trunnion. There was yellow discoloration on the poly. No gross metallosis was seen. The head and liner were exchanged without complication. The stem was well fixed and remains implanted.